Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens injected with more force than usual. The lens was injected with great force from the injector that could cause harm to patient's eye. The lens was implanted with no complications. Additional information has been requested.